Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Unk dilatation catheter. Hypotension may occur during carotid interventional procedures and it is an anticipated response of the human body to stimulus of the carotid bulb. As listed in the instructions for use, hypotension is a known potential adverse event associated with the use of the product. The reported prolonged hospitalization was in response to the patient symptoms. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that after predilatation in the right internal carotid artery, using an unspecified balloon, the patient experienced hypotension that persisted after stent implantation, requiring atropine and prolonging hospitalization. The hypotension resolved and the patient was discharged to home on (B)(6) 2010. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report additional information received indicates the predilatation balloon was a viatrac plus. Hypotension was treated with neosynephrine bolus and drip, followed with oral sudafed for two weeks. No additional information was provided.